Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with far field p wave oversensing on the ventricular lead. The oversensing was noted on a stored electrocardiogram and the patient did not receive therapy. The lead was found to be dislodged. The lead was explanted and replaced after the helix could not be deployed. It was noted that the helix was turned more than expected. On (B)(6) 2018, the lead was explanted and replaced. The procedure was completed successfully without adverse consequences to the patient. The patient was asymptomatic before, during and after the procedure.

Manufacturer narrative:
The awareness date should have been 04/25/2018 rather than 03/27/2018.

Manufacturer narrative:
No anomalies were found. Lead was normal. The reported event of helix would not extend was confirmed. The cause of helix would not extend was isolated to the helix being clogged with blood/tissue. After cleaning, the helix could be extended and retracted.